Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for evaluation. Device analysis revealed a kink in the sheath assembly from femoral marker to the proximal end and a kink in the sheath assembly from femoral marker to the distal end. A damage in the femoral marker (marker peel-off) was also noted. The catheter was properly recognized by the imaging system when plugged into the mdu and no connection issues or errors were detected during its testing. It was observed that the catheter flushed normally when the imaging core was fully retracted and fully advanced. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
Reportable based on investigation completed on (B)(6) 2018. It was reported that the catheter was unable to connect to motor drive unit (mdu). The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal to mid left anterior descending (lad) artery. An opticross¿ imaging catheter was selected for use. During preparation, the opticross¿ imaging catheter was connected into the mdu however, connection failure occurred. The opticross¿ imaging catheter was reconnected for several times but the issue was not resolved. The opticross¿ imaging catheter was replaced with another of the same device and the procedure was continued. No patient complications were reported. However, device analysis revealed a damage/marker peel-off in the femoral marker.